Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:04 was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to an air in line printed circuit board disconnected to a pump head module printed circuit board. The air in line printed circuit board was reconnected to the pump head module printed circuit board to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
This is a report of a colleague infusion pump with a failure code 814:04. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention related to this event. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).